Event description:
An area technical operations manager (atom) reported to fresenius technical service (ts) that the pump from a dry acid 132 gallon unit mixer was smoking. The atom wanted the part number for a new pump. Upon follow-up with the atom, it was confirmed that smoke and a smell were discovered after a batch of acid was mixed and transferred. The atom stated the motor was extremely hot. There were no smoke alarms that went off as the smoking was not that bad. The machine was plugged into a hospital grade ground fault interrupter outlet. There was no sparking, nothing appeared damaged, and there were no signs of anything burnt. No one was harmed during the incident, and there was no reported patient involvement. To resolve the reported issue, a new pump was installed and was reported to be functioning perfectly. The old pump was said to be available for manufacturer evaluation.

Manufacturer narrative:
H3 plant investigation: the recirculation motor pump assembly was returned to the manufacturer for physical evaluation. The exterior inspection revealed no discrepancies, and the wiring inspection revealed no damage. After removal of the pump assembly from the motor, the drive magnet on the motor turned freely by hand. Internal inspection revealed that plastic bag debris impeded the pump¿s impeller from spinning in the rear housing. Failure of the impeller to spin properly will cause the motor to overheat. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the physical evaluation, the reported symptom code ¿de (fire or smoke due to electric failure)¿ was confirmed. Overheating of the motor due to plastic bag debris impeding the pump's impeller, could result in the reported symptom code.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
An area technical operations manager (atom) reported to fresenius technical service (ts) that the pump from a dry acid 132 gallon unit mixer was smoking. The atom wanted the part number for a new pump. Upon follow-up with the atom, it was confirmed that smoke and a smell were discovered after a batch of acid was mixed and transferred. The atom stated the motor was extremely hot. There were no smoke alarms that went off as the smoking was not that bad. The machine was plugged into a hospital grade ground fault interrupter outlet. There was no sparking, nothing appeared damaged, and there were no signs of anything burnt. No one was harmed during the incident, and there was no reported patient involvement. To resolve the reported issue, a new pump was installed and was reported to be functioning perfectly. The old pump was said to be available for manufacturer evaluation.